Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was going to have their system turned on at their follow up appointment on (B)(6) 2014.

Event description:
It was reported that there was a coupling problem and that for the last two weeks, the patient had lost coupling. It was noted that the patient use to get all 8 boxes, but now could not get more than two and usually got 0. The reporter noted that she wasn¿t sure if it was sudden or gradual. It was noted that the patient had a loss of therapeutic effect. The reporter noted that the stimulation had not been helping her for 6 months or longer. It was noted that it had been gradual and was coming on before she fractured her back. The reporter noted there was a patient injury and that the patient fractured her back on (B)(6) 2014. It was noted that the patient had pain at the implantable neurostimulator (ins) site since then. It was noted that the patient had not had her device checked since she fractured her back. The health care professional gave the patient a shot of pain medication about 3 months prior to the report and ever since then the patient had trouble connecting with the recharger. It was noted that the patient had some difficulties recharging. It was noted that the health care professional had not tried reprogramming since her injury and offered to remove the device. It was noted that the patient¿s dose of oral medications had been increased. The reporter mentioned that the patient had lost a lot of weight and the ins pocket may have changed. It was noted that the therapy was not working as expected and the patient wanted to meet with a manufacturing representative for a device check and/or programming. It was noted that the patient had an appointment with the health care professional on (B)(6) 2014. It was further reported that it was very difficult interrogating the implant. Anomaly appeared to have occurred through product use. No indication of patient harm. It was further reported that the patient was sent a new recharger but it was noted that it was confirmed three days prior to the report that the actual issue was a flipped ins. It was noted that the patient could charge but got no coupling bars. The patient had a computerized tomography (CT) scan on the day prior to the report to get an idea of how the device was sitting. It was noted that the patient was feeling pain at the implant site and was given a shot three days prior to the report for that pain. It was noted that the patient also had pain in may and that the pain started in (B)(6) 2014 or maybe sooner. It was noted that the patient was currently taking morphine. The reporter noted that the patient programmer was showing that the implant battery was low. It was noted that the patient was scheduled to go back to the health care professional at the end of (B)(6) 2014. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information was previously received reported that the patient had lost a lot of weight and was down to (B)(6). The patient could feel the wire under her skin. When the patient had stimulation, she did get pain relief and stimulation was in the right area. Additional information received stated that the patient had a replacement for the flipped implantable neurostimulator (ins) on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received stated that the patient was sent a listing of doctors the month prior to the report but was having problems getting in to see someone because others would not touch her because they didn¿t do the implant. The patient saw a healthcare provider (hcp) the day prior to the report who told her he could only take out or replace the ins. The hcp told her the ins had flipped and was currently dead. The hcp also told her the lead that was currently attached to the ins was currently laying on the ins and the lead had migrated to way over to the side on her rib cage close to her under arm which was very painful for the patient. The patient was told the hcp would leave the lead where it was because it would work wherever it was but he would remove the ins. It was noted the patient wanted a battery that she didn¿t have to charge. The hcp gave the order for the pre-op and also gave her a prescription for an ointment to put in her nose prior to surgery. It was noted that on the pre-op order it stated the surgery was to replace the ins only and not to move or replace the leads. Another hcp was found that would explant the patient¿s system and put a new one in but the patient didn¿t want to change hcp¿s as she was already being scheduled for surgery. It was noted the patient did not have a scheduled date for implant yet but wanted to get a working battery in and see what coverage she would get and go from there. No outcome or interventions were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was reprogrammed on (B)(6) 2014 and the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 37751, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The patient reported a couple weeks later that the ins was not working and she was not sure what to do. The patient has been trying to reach her doctor but now the doctor¿s office will not see her. The patient noticed the last week in (B)(6) 2014 that she was not able to charge as easily and only able to get 2 coupling bars. The last time the patient was able to charge the ins was the last week of (B)(6) 2014. The last time the patient was able to feel stimulation was the last week in (B)(6) 2014. Now the stimulation was completely dead because the patient¿s doctor never got back to her. Flipping the ins back over was attempted, which was very painful, until the patient could not stand it anymore. The patient was told that when the ins was implanted it was held down by 4 stitches and now it was thought that 2 of the stitches have come out. Since (B)(6) 2014, the pain has been gradually getting worse at the ins site since attempting to flip the ins back. The patient was not able to connect to the ins with the recharger or patient programmer (pp). The CT scan that was done showed part of the battery but that it was definitely flipped. The patient has a doctor appointment scheduled for (B)(6) 2014. The patient was considering having the ins removed since she has had so many problems with it. The issues began shortly after implant. It was noted that the patient was currently on high doses of morphine and percocet for pain.

Event description:
It was reported the stimulator being flipped was not confirmed by fluoroscopy. It was noted the cause was not determined. It was reported the patient was going to be seen by a neurosurgeon for further evaluation.

Manufacturer narrative:
(B)(4).